Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the reported issue could not be replicated. The scope passed all testing. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the middle camera of the scope was flickering. The patient's anatomy was not visible on the center image when it was flickering. Antoher fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.